Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "incessant ventricular tachycardia following permanent his bundle pacing." Journal of arrhythmia. 2019;35(suppl. 1):328¿472. Doi: 10.1002/joa3.12273. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding ventricular tachycardia (vt) following permanent his bundle pacing. The article reported a patient who experienced sustained vt presumably due to myocardial and conduction tissue injury caused by an active fixation lead at the his bundle. External electrical cardioversion was attempted, and ablation was performed which terminated the vt. The lead was relocated distal to the ablation site. The status of the lead appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.